Event description:
An rh discrepancy was reported for a cord blood sample. The galileo reported the sample as rh negative; manual tube testing results were rh positive.

Manufacturer narrative:
Customer returned cord blood sample for investigation. Samples of known rh phenotypes and the returned cord blood sample were tested on an in-house balileo instrument using retention sample of anti-d (monoclonal blend) series 4 used by the customer for testing. The known samples typed as expected, the cord blood sample typed as rh negative. Manual tube testing of the cord blood sample using various mfrs' anti-d reagents, including anti-d series 4 and anti-d series 5, exhibited weak+ to 1+ reactivity at the antiglobulin phase of testing with all reagents. A limitation of the instrument is stated in the operators manual, "the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology." The customer's complaint appears to be related to the nature of the sample.